Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was found to have a charge time of approximately 16 seconds while still in storage mode. The device had not been cold. It was stored for four days on a shelf.